Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the analysis results found that one device was returned without the cannula cap. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on an unknown date in 2020 and the absorbable straps were used. It was reported that during surgery, the straps did not seat properly. A like device was opened and it worked fine. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Evaluation: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed and the photos show a mesh with some straps not properly seated or applied. Based on the photo no conclusion or root cause could be determined. The hands on device analysis may provide the additional evidence necessary for root cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts have been made to obtain the following information, but the information was unavailable: if further details are received at a later date a supplemental medwatch will be sent. Please provide procedure date. Please explain in detail what was the issue with the device. What do you mean by ¿straps did not seat properly¿?i.e "straps" were not adhering/holding to tissue or mesh? Please provide lot number. Please provide status of product return.